Event description:
It was reported by legal that the patient underwent an initial right total knee arthroplasty. Approximately 23 months post implantation, the patient was revised due to pain, instability, arthrofibrosis, and loosening. All components were revised with competitor implants without complication. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 141213 - biomet ilok pri tib tray; cp113616 - vngd ti fem cr; 184764 - series a pat; ep-183440 - e1 vngd cr tib; brg; 110035368 - biomet bc r 1x40 us; 110035368 - biomet bc r 1x40 us. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 h6: proposed component code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes state no intraoperative complication. Revision operative notes provided state that patient was revised due to instability, aseptic loosening, arthrofibrosis and rom 0-75 degrees. Zb implants removed with minimal bone loss. A definitive root cause cannot be determined. This complaint is confirmed via operative notes. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.